Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. Troubleshooting was performed and found that the daily totals were not adding up correctly. The customer also stated that she frequently gets no delivery alarms. The customer was advised to discontinue using the insulin pump due to the discrepancy with the daily totals.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.